Event description:
It was reported that log file submitted captured a few driveline faults (dl) events on (B)(6) 2022 at 1737-1742. There was a transient power elevation of 10.4w on (B)(6) 2022 at 1728 which was associated with a pulsitile index (pi) event. There were low speed events that coincided with replace controller and driveline fault alarm. The vad clinician attempted to exchange the patient to the new controller and immediately had a "controller fault" alarm. The flow was +++. The speed never fully went up to 9400 and had periodic "low speed advisory" alarms. Based on these alarms, the patient was immediately switched back to the original controller and patient was stable. Additional log file submitted captured the dl faults from the original analysis and captured the driveline disconnect from the controller exchange and the reconnection of that controller at 2118. The controller exchange did not resolve the issue therefore, the patient was exchanged back to their original controller and discharged home. No additional information provided. Related manufacturer report number 2916596-2022-01391 and 2916596-2022-01529.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion. Low-speed events were confirmed in the evaluation of the submitted log files; however, a specific cause for the events could not be determined through this evaluation. Additionally, analysis of the log files provided by the account confirmed elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined. The account submitted log files for review. Analysis of the submitted log file revealed transient elevations of 10.4 watts were recorded. 3 yellow wrench advisories associated with 3 driveline faults were captured throughout the log file which were silenced. These driveline faults appeared to result from an issue with phase 2 (refer to manufacturer report numbers 2916596-2022-01391 and 2916596-2022-01529). The pump remained above the low-speed limit and appeared to be functioning as intended. The account also submitted a log file for review post controller exchange. 14 yellow wrench advisories associated with 14 driveline faults were captured throughout the log file which were silenced. These driveline faults appeared to result from an issue with phase 2 (refer to manufacturer report numbers 2916596-2022-01391 and 2916596-2022-01529). Multiple low-speed events and elevations in power were also captured throughout the log file. All of the events occurred while the system was operating on the power module. According to the account, the patient had a controller exchange to the backup controller and backed to the original controller, and was discharged home. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Heartmate ii lvas IFU, rev. C, is also available. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 03jun2014. No further information was provided. The manufacturer is closing the file on this event.